Manufacturer narrative:
The viperwire advance guide wire was returned with a fracture 319 centimeters from the proximal end. Scanning electron microscopic analysis of the fracture showed nitinool fatigue and evidence of rotational wear on the surface of the wire near the fracture site. Bench testing has shown that excessive wear between the guide wire and tip bushing may occur due to tortuosity, tight bends, and/or buckling of the guide wire due to being advanced forward against resistance which compresses the guide wire into a bent/buckled shape. It is possible that the excessive wear led to the eventual fracture of the guide wire, although the exact root cause could not be conclusively determined. The material inspection review for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(6).

Manufacturer narrative:
The investigation is ongoing. A final report will be submitted once the investigation is complete. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a calcified lesion at the left coronary artery ostial. Due to severe stenosis and tight curvature of the lcx ostial, it was difficult to pass through the lesion, even with glideassist activated. The physician was able to pass through and perform two low speed treatments. Intravascular ultrasound was observed, and the physician did not observe much of an effect from the first two low speed treatments. The oad was attempted to be advanced to the distal area of the lesion with glideassist activated, there was difficulty advancing, but they were able to advance. At this time, there was a viperwire advance guide wire fracture on cineangiography, however the physician did not notice the fracture, and continued the procedure. After continuing with treatment, the physician observed a perforation. A second viperwire was used, and a balloon was placed in the perforated lesion. An additional surgery was performed to remove the fractured component. An intra-aortic balloon pump and pcps were used. The patient was admitted to the critical care unit in stable condition. In the physician's opinion there may have been strong wire bias due to strong tortuosity, and the difficulty delivering the device led to the fracture.